Manufacturer narrative:
Reporter occupation; sales representative. Device evaluation - the driver was reviewed by eye and with the aid of a 5x loop. The tip of the driver is sheared off along with the "t" feature that is welded to the drive shaft. The hexalobe driver feature fracture plane is normal to the driver's longitudinal axis. It is believed that the fracture may have been initiated in prior usage over the products 7-year field life. Review of device history records found thirteen (13) pieces of lot 00069up released for distribution on 8/18/2015 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. Corrective actions are not recommended at this time.

Event description:
It was reported that a procedure was performed on (B)(6) 2022, utilizing the reform pedicle screw system. During attempted screw insertion the tip of the reform driver with mechanical lock (hxx-39-0001) broke. The tip was removed from the head of the screw and the procedure was completed utilizing the second driver readily available in the set. There was a 5-10 minute delay to the procedure from removing the broken tip.